Event description:
It was reported that registered nurse just started a patient on therapy and was getting alert 01 (patient line open) and 02 (low flow) on the arctic sun device. Mis had nurse to stop therapy, drain and disconnect. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line shows no signs of wear, cracks or tears. Good air flow to back of device. Patient was just beginning therapy and pads were brand new. The patient temperature was 38c, target temperature was 33c, flow rate was 0.6-1.4l/m. It was noted that the weight of patient was 85kg with size large pads. The inlet pressure was -7.1psi, circulation pump command was 83 percentage, mixing pump command was 100 percentage, system hours were 2198, pump hours were 1897, water reservoir level was 5. Once calling back registered nurse stated the flow rate was steady at 2.3l/m. They believe the pump might be going out and nurse might want to send to biomed after therapy. Mis informed registered nurse to call back if there were any other alerts or alarms. Per additional information received via phone from biomed on 19apr2023, biomed stated that the arctic sun device was experiencing air leak. Troubleshoot and it was resolved but person they spoke with told them to send to biomed because it had a lot of hours and pump could be going out. Biomed wanted to know how to access event log and if they would recommend doing a functional check or calibration. Mis walked biomed through accessing event log. Per sample evaluation results received on 18may2023, it was reported that the fluid delivery line missing pad connector.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was having circulation pump issues, as the unit primed to fill. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.